Event description:
The iab leaked back into the system 97 pump. On 9/8/98, datascope was notifed by the contact that there was no information on the event and the iab was probably discarded. (Event complications: none from the event - reported 7/27/98.) (Pt's current status:unk - rpt'd 7/27/98.)